Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise from air entrapment in the pocket. It was mentioned the patient recently had a revision procedure involving the implantation of a new electrode and that either the set screw or seal plug in the header of the s-ICD may be letting air in after this procedure, and thus causing the delivery of inappropriate therapy. All evidence indicates the s-ICD remains in service and there have been no adverse patient effects reported.